Event description:
The patient reported she received an e6 (mechanical error) message on her insulin infusion device at approximately noon in 2007. At the time of the call (5:10 p.m. On the same day), the patient stated her blood glucose reading was 600 mg/dl and that she felt "just terrible." The patient was instructed to disconnect from her infusion device and assisted in clearing the error message by following the steps as listed in the user's manual. During the call, the patient gave herself a 7 unit bolus of insulin. On follow up, the patient stated she is doing fine and she has no further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.